Event description:
Customer reported, she was experiencing high blood glucose and did not know why. Customer did a bolus for her meal blood glucose was 271 mg/dl and now it was 455 mg/dl. Two days ago same issue occurred and blood glucose was in the 300 mg/dl range. Settings were correct. No delivery alarm on (B)(6) 2015 noted in alarm history. Outcome was customer had a bent cannula. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-95361.